Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012, due to taper fracture of the humeral tray.

Manufacturer narrative:
Examination of returned device was inconclusive.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.